Event description:
The rptr stated that during a surgical procedure using the katalyst radial head system, the surgeon tried to broach a 6.5 mm stem into the pt's radial head; the broach would not fully insert into the canal. The surgeon cracked a little bit of the pt's radial neck while trying to force the broach into the canal. The surgeon secure the fracture with a wire. A biomet 5 mm diameter stem radial head stem was used to complete the procedure. The surgery time was prolonged by about one hour.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.